Event description:
It was reported that during an aneurysm procedure, the operator delivered a microcatheter to the target lesion and began to deliver the subject stent. However, the subject stent prematurely deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received deployed within the proximal end of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The microcatheter was cut in order to retrieve the stent. The stent was noted to be deformed and broken/fractured. All 3 marker bands were present on both ends of the stent. Functional inspection could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event 'stent deployed prematurely during use' was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. Based on the deformation seen on the stent, a likely scenario is that the introducer sheath was initially positioned correctly but then shifted proximally before the stent was transferred. If this happened, a small gap would form between the sheath and the microcatheter. During stent transfer, part of the stent may have deployed into this gap, causing the increased resistance the user experienced while trying to advance it further. When they attempted to pull the stent back, the delivery wire may have slipped out, leaving the stent stuck inside the proximal part of the microcatheter. This aligns with the damage and observations found during analysis. Additionally, if the introducer sheath had moved distally instead, its tip would likely show damage. Passing the stent through a damaged sheath tip would also result in visible damage to the stent. Since the introducer sheath was not returned, this could not be confirmed. An assignable cause of procedural factors has been assigned to the reported events: ¿stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' and analyzed events: ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿stent broken/fractured during use¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an aneurysm procedure, the operator delivered a microcatheter to the target lesion and began to deliver the subject stent. However, the subject stent prematurely deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.